Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with amikacin (125 milligrams, frequency and route not reported), vancomycin (1 gram, frequency and route not reported) and meropenem (1 gram, frequency and route not reported) for peritonitis. The patient's recovery status was unknown at the time of the report. Action taken with dianeal therapy was unknown. No additional information is available.